Manufacturer narrative:
The following information was omitted from the second supplemental MDR (device evaluation). Results: four representative samples in unopened packages (two form lot # 5273619 and two from lot # 5301819) were received for evaluation. A visual inspection revealed no damage and no foreign matter was found in the cannula tip or catheter. A review of the sterilization certificates revealed no irregularities for the potential lot numbers 5273619 and 5301819. Of note, the correct method, result,conclusion, and conclusion statement were previously provided on the second supplemental report (B)(4).

Manufacturer narrative:
Contact telephone number: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patient experienced "induration" at injection site. Per doctor's request, antiseptic and iodoform gauze were applied, and antibiotics were given.

Manufacturer narrative:
Corrected brand name to "22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system". Although the lot number for this incident is unknown, the customer returned samples for the following potential lot numbers: lot 5273619 - medical device expiration date 10/31/2019, device manufacture date 9/30/2015. Lot 5301819 - medical device expiration date 11/30/2019, device manufacture date 10/28/2015.

Manufacturer narrative:
A review of the device history records for revealed no irregularities during the manufacture of the reported potential lot numbers 5273619 and 5301819. A manufacturing review revealed that no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. After evaluate representative samples and based on the results of sterilization certificate for each lot number, bd can not confirm this as a manufacturing related issue because no foreign matter was found. Bd¿s process has adequate controls to avoid contamination.